Event description:
It was reported that the pt presented surgeon with hip pain. Surgeon took xrays and noticed that some sort of metallosis may be occurring. Because of the area of the patient's pain, surgeon suspects that metallosis is very probable. Patient was doing fine since implantation up until 3-4 weeks ago when pain started. Surgeon is planning on revising but patient wants to know who will pay for the revision and any follow up needed.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.